Event description:
It was reported during scheduled pm that cs300 intra-aortic balloon pump (iabp) pressure connection broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion). A getinge field service engineer (fse) observed the issue occurred due to customer abuse of unit and replaced pressure cable assembly. Ran and passed all performance and function tests.